Manufacturer narrative:
The insulin pump passed displacement test sleep current measurement and active current measurement within specifications. Low battery alarm and power loss alarm confirmed in the formatted history file and then pump error 25 alarm due to connector resistance issue. Power management graph was abnormal due to connector resistance issue. After disconnecting and reconnecting the connector at electrical board, the device was monitor and functioned properly. Then the power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No replace battery now alarm noted during testing. The device was received with cracked retainer, scratched case, peeling keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with replace battery now. The patient's blood glucose at the time of incident was 120 mg/dl. Troubleshooting was initiated for the replace battery now alarm. The customer did not receive a low battery alert prior to the replace battery now alarm. The battery was not previously used. The insulin pump was not dropped. There were no unattended alarms. The battery cap was not loose, cracked, or damaged. The insulin pump will be returned for analysis.